Event description:
The caller stated the warmtouch unit overheated and began to smoke. The caller did not know the temperature setting of the unit during the event, how long it had been left on, or when preventative maintenance or filter replacement was done. There was no patient incident.

Manufacturer narrative:
Return of the warmtouch for failure investigation has been requested. The warmtouch 5200 and 5300 patient warmer have been discontinued, and are being replaced with a new designed warmtouch patient warmer. Active customers have been notified of the availability of the new 5300a model which addresses the potential failure mode.